Manufacturer narrative:
Inspected one opened and used sensor. A complete and physical electrode was found and sensor passed per specifications during visual inspection. Unable to confirm adhesive anomaly due the sensor being returned opened and used.

Event description:
Customer reported that his sensor cannula broke and it stayed in his body. Customer stated that his site was red and swollen and he did feel resistance when he tried to remove the sensor. When he was able to remove it he noticed that the sensor cannula was missing. Customer stated that he took a pair of tweezers and was able to remove it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.